Event description:
It was reported that, "surgeon used old recon jig and the two lag screws missed the nail completely therefore this pt had to be revised."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.